Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported discomfort at the ins site. There are no known environmental/external/patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting perfumed included a pre-procedural x-ray (ap and lateral) was discussed. In addition, impedances were checked and were within normal limits. As a result of what was reported, the healthcare provider (hcp) proceeded with a pocket revision. No device issue was reported and no further patient complications have been reported as a result of this event.